Manufacturer narrative:
The customer reported that they experienced problems with their information center losing waveform data, and were in the process of repairing the device when a patient incident occurred. Of note, the patient was one of two patients that were not being monitored with a spare telemetry transmitter during the time. Staff had prioritized which patient would receive spare monitoring devices and had made the decision that this patient could go without. The patient coded, requiring medical intervention and was transferred to the ICU, where he/she expired two days later. Subsequently, it was determined that there was a broken rj45 data cable at the telemetry mainframe and a loose rj45 network cable at the information center, which caused the monitoring symptoms described. Both of these failures will be considered as user caused issues and not as device malfunction. No further investigation or action are warranted.

Event description:
The customer reported that during the process of troubleshooting, a failure of the care units telemetry system, a patient who was not being monitored experienced a code and required medical intervention.